Event description:
Home patient's daughter reported home patient "disconnected" without capping patient line during automated peritoneal dialysis treatment to go to the bathroom. Home patient reconnected and continued therapy. Six days later home patient was hospitalized for peritonitis. According to daughter home patient is recovering well.